Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that the customer had an issue with the packaging and compromised sterility involving packs of disposable scissors. The back of the packages had holes in them and a piece of the device was protruding. The affected lot numbers were removed from storage. None of the devices were used on a patient or involved a procedure. 10 pieces were affected.

Manufacturer narrative:
Investigation results: the instruments are not available for investigation. Batch history review - the device quality and manufacturing history records have been checked for the lot numbers 52452398 and found to be according to the specification valid at the time of production. One similar incident has been filed with a product from this batch. Conclusion and root cause - no product available and therefore it is hardly possible to determine an exact conclusion and root cause. We assume that the cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage related or related to an improper transport or storage of the product. Rationale - according to the quality standard and DHR files a material defect and production error can be excluded. Unfortunately due to a lack of data and without the product we cannot determine the exact cause. There is the possibility that the damage has been caused due to falling. No CAPA is necessary.